Event description:
The nurse reported that on one patient screen, it is showing an alarm notification, but there are no sounds on both central nurse's station (cns) and the bedside monitor (bsm). They happened to see this on the screen, but did not hear the audible alarms for the bradycardia. When the heart rate (hr) got down to 30, but no sounds, they checked alarm settings / limits and they are good. Alarm notifications and sounds are working for other patients. No "alarms suspended" displayed on bsm screen. Alarms are not being silenced at bedside monitor. They had checked alarm settings. Arrhythmia analysis is on and v brady is on and set to 50. She had previously checked and reset settings in case they were changed. In system, minimum alarm volume is above 0. They do not know if changing settings resolved the issue because there has not been any alarm events since. Nihon kohden clinical application (cas) spoke with nurse, and they stated the bradycardia alarm has no audible alarms and only a visual alarm. She is able to set off a tachycardia alarm with audible and visual. The cas had her export the data to the bsm-1700 undock and redock the bsm-1700 to the bsm-6000 and the issue remained. The cas had her swap out the bsm-1700 for another one and the issue remained. The cas stated that it appears that there is something wrong with the bsm-6000 bedside monitor, and it needs to be taken out of service. They advised her to move patient to different monitor and contact the biomedical engineer (bme) to simulate alarm event on this monitor. The biomed called and stated the issue was the bsm-6000. They swapped it out and replaced it with another bsm-6000, and the issue resolved. No patient harm reported.

Manufacturer narrative:
The nurse reported that on one patient screen, it is showing an alarm notification, but there are no sounds on both central nurse's station (cns) and the bedside monitor (bsm). They happened to see this on the screen, but did not hear the audible alarms for the bradycardia. When the heart rate (hr) got down to 30, but no sounds, they checked alarm settings / limits and they are good. Alarm notifications and sounds are working for other patients. No "alarms suspended" displayed on bsm screen. Alarms are not being silenced at bedside monitor. They had checked alarm settings. Arrhythmia analysis is on and v brady is on and set to 50. She had previously checked and reset settings in case they were changed. In system, minimum alarm volume is above 0. They do not know if changing settings resolved the issue because there has not been any alarm events since. Nihon kohden clinical application (cas) spoke with nurse, and they stated the bradycardia alarm has no audible alarms and only a visual alarm. She is able to set off a tachycardia alarm with audible and visual. The cas had her export the data to the bsm-1700 undock and redock the bsm-1700 to the bsm-6000 and the issue remained. The cas had her swap out the bsm-1700 for another one and the issue remained. The cas stated that it appears that there is something wrong with the bsm-6000 bedside monitor, and it needs to be taken out of service. They advised her to move patient to different monitor and contact the biomedical engineer (bme) to simulate alarm event on this monitor. The biomed called and stated the issue was the bsm-6000. They swapped it out and replaced it with another bsm-6000, and the issue resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 04/14/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station model: cns-6201a sn: (B)(6). Additional information: the following is not regarding the the device information for the MDR itself, but to explain why this report was not late as the initial MDR was submitted on 05/12/21 at 06:49:08 pm pm pst pm per webtrader sent box. We also had written to the help desk about this on 05/14/21 to emdr@FDA.hhs.gov the MDR was filed on the due date of 05/12/21, but the acknowledgements did not arrive till 05/13/21. Below are the acknowledgements from the initial submission with the time stamps that illustrate that the MDR was filed on time and not late. Messageid: <7137605.13.1620870546567@bh9c1g2> coreid: ci1620870550336.477196@fdsuv08652_te2 datetime receipt generated: 05-12-2021, 21:49:24 "cdrh has received your submission" ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Ci1620870550336.477196@fdsuv08652_te2 8030229-20210512184451 thu may 13 09:27:51 edt 2021 0 1 form 3500a - icsr r2 passed submission summary environment: ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Submission type: form 3500a - icsr r2 core ID: ci1620870550336.477196@fdsuv08652_te2 batch ID: 8030229-20210512184451 date entered: thu may 13 09:27:51 edt 2021 summary: passed: 1, failed: 0 report list: report number: 8030229-2021-00278, passed.

Event description:
The nurse reported that one patient tile at the central nurse's station (cns) was showing a visual alarm notification for bradycardia, but no alarm sounded at either the bedside monitor (bsm) or the cns. Alarms were not being silenced at the bedside monitor and all alarm settings were reported to be correct. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that one patient tile at the central nurse's station (cns) was showing a visual alarm notification for bradycardia, but no alarm sounded at either the bedside monitor (bsm) or the cns. Alarms were not being silenced at the bedside monitor and all alarm settings were reported to be correct. They swapped out the bsm-6000 with a spare to continue patient monitoring. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation. During the evaluation of the reported device nihon kohden repair center (nk rc) was able to confirm that no sound would emit when an alarm was triggered. It was found that the cable for the speaker was not appropriately connected. The cable was reinstalled to resolve the issue. A complaint history review of the serial number does not reveal previous complaints relating to alarm audio. It is likely that the cable was loosened due to movement of the device or was loosened accidentally during preventive maintenance by the customer. There is no evidence of an nk device malfunction. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 04/14/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the bsm: central nurse's station: model: cns-6201a. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The nurse reported that on one patient screen, it is showing an alarm notification, but there are no sounds on both central nurse's station (cns) and the bedside monitor (bsm). They happened to see this on the screen, but did not hear the audible alarms for the bradycardia. When the heart rate (hr) got down to 30, but no sounds, they checked alarm settings / limits and they are good. Alarm notifications and sounds are working for other patients. No "alarms suspended" displayed on bsm screen. Alarms are not being silenced at bedside monitor. They had checked alarm settings. Arrhythmia analysis is on and v brady is on and set to 50. She had previously checked and reset settings in case they were changed. In system, minimum alarm volume is above 0. They do not know if changing settings resolved the issue because there has not been any alarm events since. Nihon kohden clinical application (cas) spoke with nurse, and they stated the bradycardia alarm has no audible alarms and only a visual alarm. She is able to set off a tachycardia alarm with audible and visual. The cas had her export the data to the bsm-1700 undock and redock the bsm-1700 to the bsm-6000 and the issue remained. The cas had her swap out the bsm-1700 for another one and the issue remained. The cas stated that it appears that there is something wrong with the bsm-6000 bedside monitor, and it needs to be taken out of service. They advised her to move patient to different monitor and contact the biomedical engineer (bme) to simulate alarm event on this monitor. The biomed called and stated the issue was the bsm-6000. They swapped it out and replaced it with another bsm-6000, and the issue resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station: model: cns-6201a, sn: (B)(4).

Event description:
The nurse reported that on one patient screen, it is showing an alarm notification, but there are no sounds on both central nurse's station (cns) and the bedside monitor (bsm). They happened to see this on the screen, but did not hear the audible alarms for the bradycardia. When the heart rate (hr) got down to 30, but no sounds, they checked alarm settings / limits and they are good. Alarm notifications and sounds are working for other patients. No "alarms suspended" displayed on bsm screen. Alarms are not being silenced at bedside monitor. They had checked alarm settings. Arrhythmia analysis is on and v brady is on and set to 50. She had previously checked and reset settings in case they were changed. In system, minimum alarm volume is above 0. They do not know if changing settings resolved the issue because there has not been any alarm events since. Nihon kohden clinical application (cas) spoke with nurse, and they stated the bradycardia alarm has no audible alarms and only a visual alarm. She is able to set off a tachycardia alarm with audible and visual. The cas had her export the data to the bsm-1700 undock and redock the bsm-1700 to the bsm-6000 and the issue remained. The cas had her swap out the bsm-1700 for another one and the issue remained. The cas stated that it appears that there is something wrong with the bsm-6000 bedside monitor, and it needs to be taken out of service. They advised her to move patient to different monitor and contact the biomedical engineer (bme) to simulate alarm event on this monitor. The biomed called and stated the issue was the bsm-6000. They swapped it out and replaced it with another bsm-6000, and the issue resolved. No patient harm reported.